Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was 284 mg/dl at the time of the incident. Customer also reported blank display screen. Customer states display did not return. The customer declined the troubleshooting for the high blood glucose as customer took treatment for the high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit was monitored for 24 hours and no blank display anomalies or watchdog timeout error alarms were noted. No damage on the connector/lcd isolation tape noted. Unit was received with cracked case at the display window corners and reservoir tube. Unit was received with minor scratched display window and case.